Manufacturer narrative:
The fenestrated grasper instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated grasper became stuck in the trocar and could not be removed. A piece of the instrument fell into the patient but was retrieved by the surgeon. The technical service engineer (tse) had customer remove trocar with instrument installed and advised to return instrument and trocar in this condition. The customer was continuing with case. The procedure was completed.